Event description:
It was reported that the patient with an ams 700 inflatable penile prosthesis (ipp) device that was not able to inflate. The ipp was removed and replaced with a new device. There were no patient complications.